Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 8.5 months. The device was not explanted and therefore not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for hypoxic respiratory failure. The patient had been followed as an outpatient by the infectious disease clinic for chronic lvad driveline drainage and infection with (B)(6). The patient had complications with multiple antibiotics, including rashes on keflex and doxycycline and gi intolerance to clindamycin. The patient's antibiotics were changed to minocyline on (B)(6) 2015 due to these adverse reactions. Later that day, the patient had subjective fevers and chills. The patient presented to their cardiologist and was found to have a positive urinalysis and a right lower lobe infiltrate on chest x-ray. The patient was given one dose of zosyn. The patient was made do not resuscitate status. The lvad was turned off on (B)(6) 2015 and the patient expired. Reportedly, the cause of death was not related to device therapy.